Event description:
Applied libre 3 sensor heard the click and tried to remove applicator. I had a difficult and painful time removing applicator. When I examined the sensor, the needle was still out and had not retracted.